Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Reportedly, an air bubble was observed within the pump supplies. A cartridge change was performed resolving the occlusion.